Manufacturer narrative:
(B)(4). Date sent: 2/9/2026. D4: batch # 577d61. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The knob performed as expected. The event described could not be confirmed as the device was returned without detectable damage and no adjusting knob issues were noted. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 577d61, and no non-conformances were identified. Additional information was requested and the following was obtained: were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? - no the staple lines were completely formed. How was the procedure completed? Surgeon did the lap suturing. Was there a patient consequence? If yes, how was the issue addressed? There was leak test performed which turned to be positive so surgeon did lap suturing. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Yes the oral intake of the patient was delayed for 2-3 days. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? How was the leak addressed? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lar case, the knob of cdh29b was not rotating clockwise fully, after some rotation it rotates anticlockwise by 1 or 2 degree by itself. The surgeon thought it to be resistance related to thick tissue and fired the stapler but it caused leak in the case. (Leak test was also performed), the donuts were properly formed. No patient consequences were reported.